Event description:
The customer tested his glucose using a contour meter and receiver a reading of 150 mg/dl. He retested using another meter and received a reading of 74 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide any more information before ending the call. No product will be returned.

Manufacturer narrative:
Attempts were made to obtain the meter serial number from the customer but he declined to provide that information. It is not possible to determine a manufacture date without a serial number.